Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the top door had a loose hinge pin that fell out of the bottom of the hinge. A field service engineer (fse) replaced hinge pin door 1 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door hinge was broken, the top door had a loose hinge pin that fell out of the bottom of the hinge. However, there were no delays or adverse events or injuries reported based on this event.